Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was moisture in the battery compartment, allegedly. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11-jun-2018 with the following findings: during investigation, the keypad was found to be intact; no peeling or damage was observed. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and no evidence of contamination was found on the button contacts. The complaint of a keypad response issue was not duplicated during investigation. There was moisture observed in the battery compartment. A leak test confirmed a battery compartment leak. The pump cover was opened and evidence of moisture corrosion was found on the keypad connector, motor flex connector and on the display.